Event description:
Adverse event(s): "no pt involvement" (no pt involvement). Product problem(s): "the touchscreen is black" (no display or display failure). The customer reported the system is on, but the touchscreen is black. The event occurred during set up. The system was switched out to proceed with cases. There was a 10 minute delay. No pt involvement was reported.

Manufacturer narrative:
The company service rep examined the system and confirmed the problem reported. The system software was reloaded to correct the issue reported. The system was then tested and met all product specifications. A review of complaints for the last 24 months does not indicate any additional reports for this system. (B)(4).